Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to deterioration of head unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head, which is an olympus asset with no reported complaint. During the evaluation of the device, error 226(scope communication error) was observed. The service repair technician indicated that the most likely cause of error 226(scope communication error) was due to deterioration of head unit. There was no patient involvement.